Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump(iabp), had a internal communication failure. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 initial reporter name, e3. Additional point of contact (B)(6). A getinge field service engineer (fse) evaluated the unit and logs were retrieved. The fse found blood contamination to the pim, safety disk and pneumatic drive chassis. The fse replaced pim assembly, cleaned blood off pneumatic drive chassis and 30psi transducers recalibrated. All manifold leak tests passed. Unit passed all functional and safety tests per manufacturer specifications.